Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the cause of the change in settings was not determined. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to check the external equipment yesterday as hadn't charged them up in a while and said that the handset and communicator were off and the batteries were dead. When asked, patient said hasn't used the handset or communicator for about a month. Patient said that when charged up the batteries and connected to implant, saw that the setting was at 0.0. Patient adjusted the setting back up to 0.6. When asked, patient said has been through the airport scanners - x-ray type several times and has been visiting the hospital to visit family; however other than that they don't recall any other large sources of emi. Patient to monitor if notices any additional occurrences of changes to setting. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Reviewed maintenance information regarding external equipment.